Event description:
A (B)(6) male pt¿s nurse called zoll customer support to report that the pt¿s monitor speaker was humming and the monitor would not power on properly. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is currently underway. The reported problem (will not power on, system speaker hums) has been confirmed. As received the monitor would not power on. The cause of the monitor not powering on was a flash memory failure (components u102 and u105) on the computer analog (ca) board sn (B)(4). The flash memory had an intermittent bga connection, which was discovered through the use of a target memory test. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. No adverse event resulted from the defective flash memory chips. The pt received a replacement monitor.